Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve (miniset valve) of the transfer set would not close tightly enough. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: one sample was received for evaluation. A visual inspection with naked eye noted a broken occluder foot. Functional testing, including leak testing, clear passage testing, and clamp function testing were performed; leak testing and clamp function testing failed due to the broken occluder foot. The reported issue was not verified; however additional defect (damage/leak) was identified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.